Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a y-type extension set broke at the connection port of the y-site. A non-baxter catheter, which was connected to the set, broke off, resulting in leakage. This occurred during patient infusion of total parenteral nutrition (tpn) solution. It is unknown whether there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There was no patient injury or medical intervention reported. Additional information was requested and is not available. Evaluation: baxter received one used device for evaluation. Half of the set was received with a cut in the tubing. Visual inspection revealed that the luer locking adapter sleeve was damaged. The reported problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.